Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that upon removal from the packaging, a film was observed on the catheter handle through the sterile wrap. After opening the package, both the user and ep technician confirmed the presence of the film. The device was replaced due to concerns of potential contamination. The procedure was completed with a replacement device and no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.